Manufacturer narrative:
Product complaint # (B)(4). (B)(6). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part: 413.360, lot: l961641, manufacturing site: (B)(4), release to warehouse date: june 28, 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for fracture of the middle and lower segment of the left femur. Years later during a reexamination, it was discovered that 4 screws of internal fixation were broken. The patient outcome was unknown. No additional information can be provided. This complaint involves four (4) devices. This report is for (1) 5.0mm ti locking head screw self-tapping 60mm. This report is 4 of 4 for (B)(4).